Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 07jan2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was provided with part information to replace the power switch overlay. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the alarm light emitting diode (led) failed. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 18jan2019. Date rec'd by MFR: 18jan2019. "Correction: the initial report submitted 07jan2019 was submitted in error. The issue was reviewed and was deemed to be not reportable." Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.